Event description:
Additional information was received: a the device was removed and the limbs ischemia was resolved. B. The device was discarded before it was able to be returned. C. No further information at this time.

Manufacturer narrative:
Additional information was provided in b5 (event description). Ppae (ischemia): the root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
Corrected information: d4 catalog number corrected additional info: e1 initial reporter type added. The investigation for the ischemia has been completed. The root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a sixty-three-year-old female patient with acute myocardial infarction and cardiogenic shock was admitted on inotropic and respiratory support with severely reduced left ventricular function and elevated lactate levels. An impella cp device was successfully implanted for hemodynamic support. On the third day of therapy, while the device was being weaned and operating at a lower performance level, the patient developed limb ischemia in the impella access leg, with loss of distal pulses noted during routine assessment. Based on this finding, the care team elected to remove the impella cp. Following device removal, limb perfusion improved, and the access vessel was successfully closed using a pre-closure suture system. The limb ischemia was coded as a serious injury associated with the impella cp.